Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 443mg/dl. Customer also had air bubbles in the tubing and reservoir of various sizes. Customer also reports that insulin pump alarmed for no delivery. Customer states that the insulin exited. Customer declined troubleshoot for air bubbles. Insulin pump will not be return for analysis.

Manufacturer narrative:
This report was created in error. Please reference case (B)(4).